Event description:
Healthcare professional reported that the keller funnel "to not have enough lubrication and the implants are unable to pass through the device."

Manufacturer narrative:
Additional, corrected and/or changed data: h.1, h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for product issue: keller funnel does not have enough lubricity to allow breast implant to pass through.

Event description:
Healthcare professional reported that the keller funnel "to not have enough lubrication and the implants are unable to pass through the device."